Manufacturer narrative:
Contract manufacturing organization I: no complaint sample was available for investigation. The inspected retained samples were unremarkable, no anomalies or leaks were detected. The incoming goods inspection met the specifications. All steps of the manufacturing processes were performed as required. The ipc results met the requirements and no units with leakage/primary packaging defect were observed. The results of the visual inspection (vi) were unremarkable and the good units from vi passed the acceptable quality level testing. No deviation was documented for the batch which may be related to the complaint. The containment did not show a general issue related to the used primary packaging material lots. No root cause in cmo's manufacturing processes was identified. Contract manufacturing organization ii: in-process inspections were performed on syringes for multiple defects, including the critical level aql defect "distorted, cracked, chipped, or damaged syringe". Two hundred and thirty-six (236) syringes were inspected with no defects found. Since no specifics were provided as to leak timing or location, it is unknown whether the syringes were received leaking, began leaking upon needle attachment, or during attempted administration. A review of the applicable methods found that the related assembly instructions were complete and clear. There are no indications method contributed to the root cause. In process inspection of syringe assemblies found no defects. There are no indications that personnel contributed to the root cause. Since assembly and packaging is performed manually, there are no indications that mechanical factors contributed to the root cause of this event. Incoming inspection found all components used in this lot met specifications and no damage or defects were found in the line reference sample (lrs). There are no indications that materials contributed to the root cause. After an ncr review, there are no indications that environment contributed to the root cause. Contract manufacturing organization iii: no evidence (sample, photo, or analysis report) was provided therefore no conclusion could be made to confirm the reported condition. There were no abnormality during production and no abnormal trend. The complaint is recorded for trending purposes. Cmo performed batch history record's review (bhr). This review did not identify any non-conformance or specific event related to the reported condition. The involved batches were not subjected to re-inspection and no deviation was opened in regard to the reported condition. Cmo manufactured and released according to applicable procedures and specifications. The batches involved in this complaint met all acceptable quality level (aql's) at the time it was released from manufacturing. A 24 month complaint system history search has been performed on same catalogue number and three similar complaints of leakage was reported. Complaints were not confirmed. Trend analysis of reported events indicate that there are no particular trends and probably a downward trend. There is no out of trend visible thus no CAPA required.

Event description:
Patient's mom reported 2 leaking firazyr pre-filled syringes. Unknown if defective products are available for return. Unknown if defect caused a missed dose or adverse event. Unknown date(s) of malfunction.

Event description:
Patient's mom reporting 2 leaking firazyr pre-filled syringes. Unknown if defective products are available for return. Unknown if defect caused a missed dose or adverse event. Unknown date(s) of malfunction.

Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.